Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The head component was returned and remains assembled with the taper insert. The head is sporadically scuffed near the rim. A scratch was observed near the apex of the head. The rim is also scratched. A spot of discoloration can be seen on the edge of the rim at the lower center of the photograph. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# us157864 m2a-magnum pf cup 64odx58id lot# 722660, item# cp154600 19x45x260l ml/hd 100por 20.5rm lot# 139440, item# 139272 m2a-magnum 52-60mm tpr insr +6 lot# 309700. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04452.

Event description:
It was reported that patient underwent revision approximately 13 years post initial implantation due to trunnion fracture. Attempts to obtain additional information was made; however, none was available.